Event description:
It has been reported to philips that the device failed to expose. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor was black intermittently during fluoroscopy. Troubleshooting actions showed a problem with the kvma board. The fse replaced the kvma board and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during diagnosis of coronary procedure. The procedure was completed by using another system. A philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor went black intermittently and system gave warning- fluoroscopy failed, please retry. The fse performed the visual inspection and analyzed the log file found that there was short circuit on convertor 1 and convertor 2, kv anode and kv cathode was imbalance and confirmed that the reported issue was caused by a defective kvma board. The fse replaced the kvma board, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.